Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a na value of 169 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 139 mmol/l. The second sample initially resulted in a na value of 117 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 137 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined that probe tubing was not installed properly. The customer was instructed on how to install and check the probe tubing. Probe alignments were checked.